Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 596mg/dl at the time of the event. The customer stated that there was a sg vs bg with difference value of 556 mg/dl. Documented sg value from reported event was 40.00 mg/dl and bg value from reported event was 596 mg\dl the customer stated no symptoms. Troubleshooting was performed. It was not known whether the auto mode feature was active at the time of the event and whether the pump was used within 48 hours. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis. Frn-mmt- 332a - rsvr, frn-mmt - (B)(6)- sensr, unomed set updated summary: it was reported that the customer experienced calibration errors and sensor glucose (sg) versus blood glucose (bg) discrepancies. The customer reported no adverse events. The event involved product unk_sensor. The customer indicated that sg and bg values were outside the acceptable range, and it was explained that the sensor may no longer have been responding to glucose changes. No further patient complications were reported, and no product return is required for unk_sensor.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.